Event description:
The customer informed they found that the packing of replenishment implant for 604640 is different from the real implant. They suspect this is wrong labeling of implants.(B)(4).

Manufacturer narrative:
The device was not evaluated. Production records were reviewed indicating a mix-up occurred during cleaning process.removal in progress.if additional information becomes available it will be reported on a supplemental report.